Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's insertable cardiac monitor (icm) exhibited under sensing. It was also noted that device was migrated. No intervention was done. The patient was stable.